Manufacturer narrative:
The device was not returned for analysis. Production record review was performed and revealed no indication of a product quality issue. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Based on the case information, a conclusive cause for the reported patient effect of hemorrhage, and the relationship to the product, if any, cannot be determined. A definitive cause for the unspecified device issue could not be determined. The reported unexpected medical intervention and surgical intervention were likely related to case circumstances. The patient effect of hemorrhage is listed in the prostyle instructions for use as a potential adverse event associated with use of the suture mediated closure devices. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: date estimated. The additional preclose proglide devices referenced in b5 are filed under a separate medwatch report number.

Event description:
This study compared the results of multiple surgical aortic valve replacement (savr) and transcatheter aortic valve replacement (tavr) procedures using proglide and prostyle devices. The intention of this study was to compare the mortality and vascular complication rates of savr versus tavr procedures. Perclose and prostyle devices were used for access in all procedures. The rate of vascular complications were low; however for proglide and prostyle, included the following: unspecified device failures and bleeding requiring the use of balloons, surgery, and additional closure devices. 6 deaths occurred; however, none were related to the use of proglide or prostyle devices. The article concluded that savr procedures have better survival and vascular complication rates than tavr procedures. Specific patient information is documented as unknown. Details are listed in the attached article, "transcatheter versus minimally invasive surgical aortic valve replacement with rapid-deployment valves: a propensity-matched analysis." No additional information was provided.